Event description:
It was reported that device explant occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. Three weeks post-implant, the patient received a hip injection and prophylactic antibiotics were not administered. After the injection the patient presented with hip pain, fever, and (B)(6). Evaluation revealed a hip abscess and the patient was diagnosed with a septic hip joint. Given the infection, the physician ordered an echocardiogram to evaluate the watchman implant. Echocardiogram revealed a cystic mass on the implant. The implant was explanted three weeks later and the surgeon reported the mass was full of grey puss. The patient was reported to be doing well.